Manufacturer narrative:
This report is being submitted as follow up number 1 to provide a status update. As of february 7, 2017 the actual device has not been received by the manufacturing facility. The investigation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up.

Manufacturer narrative:
D4 - UDI number is not required for this product code/lot number combination. The di portion is provided. The actual device has not been received by the manufacturing facility. The investigation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. A review of the device history record and the product release decision control sheet of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. - attachment: [mw5065811.pdf] h3 other text : not returned

Event description:
On (B)(6) 2016 terumo received medwatch report mw5065811 and it stated the following: CABG (rima to lima), foreign body extraction. The patient presented with a myocardial infraction. He underwent cardiac catheterization with percutaneous intervention to his rca. The lesion was predilated with a 2.5 x 12mm pre dilation balloon. A 3.5 x 16mm synergy drug-eluting stent was placed at the lesion and deployed. Next, the proximal portion of the rca was stented overlapping the first stent with a 3.5 x 8mm synergy drug-eluting stent. Distal and overlapping to the 3.5 x 16mm stent, a 3.0 x 8 mm synergy drug-eluting stent was deployed. The stents were postulated with a 3.5mm noncompliant balloon followed by a 4.0 noncompliant balloon. Angiography showed the stents appeared to be well-expanded with no evidence of dissections and timi 3 flow throughout the coronary artery. Next, the guidewire was attempted to be removed for final angiography under fluoroscopy. At this point, after initial withdrawal of the guidewire, the very distal portion of the radiopaque tip of the guidewire appeared to get stuck under the distal edge of the most distal stent (synergy 3.0 x 8mm). The stent accordioned back into the second stent (synergy 3.5 x 16mm) and the distal tip of the guidewire appeared to be lodged within the stent and unable to be removed. Next, release of the wire was attempted using rx 1.5mm balloon. The wire would not release. Finally, the distal tip of the wire did break and the wire was able to be removed. Unfortunately there was a retained portion of the wire tip within the accordioned rca stent. The case was able to be completed. F/u cardiac cta showed a longer than expected wire attached to the stent going into the right axillary. Several days later the patient underwent CABG and the removal of stent and wire. Follow up information from the user facility reported estimated blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up number 1 to provide the investigation results as well as make a correction to the medwatch report number documented in the describe event or problem of the initial report. The actual device has not been received by the manufacturing facility. The investigation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason (B)(4). All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up.

Event description:
The medwatch report was initially reported as mw506811 that was incorrect. The correct report number is mw5065811.

Manufacturer narrative:
This report is being submitted as follow up number 3 to provide additional information. In additional MFR narrative of the previous follow up report submitted the follow up number was documented as 1 but actually should have been documented as follow up number 2. The actual device has not been received by the manufacturing facility. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason (B)(4) was used in the conclusions section. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up.

Event description:
Follow up information received from the user facility reported the following information: coronary bypass surgery was performed to remove the stent and wire; and the patient was reported as doing well and in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 4 to provide the retention sample evaluation results. The actual device was not returned to the manufacturing facility. Therefore, the investigation is based on the user facility information and evaluation of a retention sample from the reported product code/lot number. Visual inspection revealed no defects. Magnifying inspection of the platinum coil segment and the stainless steel coil segment revealed no defects. The outside diameter on the coiled segment was measured and confirmed the retention sample met manufacturer specifications. The fracture resistance of the distal end of the sample was determined and confirmed the retention sample met manufacturer specifications. The investigation results verified that the retention sample was the normal product. From the available information, the cause of the complaint could not be definitely determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.